Manufacturer narrative:
Concomitant medical products: product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID 37743, serial# (B)(4), product type: programmer, patient. Product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
It was reported that the implantable neurostimulator (ins) battery icon on the patient programmer (pp) screen was empty indicating that the ins had depleted. It was stated that when the patient's stimulation was turned on, it would sometimes come on and sometimes it would not. The patient had an appointment set up to have the ins looked at. The patient had the non-rechargeable implant since 2011 and thought that the ins would last longer. The event occurred on (B)(6) 2015. It was noted that if the patient was interested in a rechargeable device, she should speak with the healthcare provider (hcp). The patient saw the hcp the next day and was still received stimulation, however, they were going to schedule a replacement in the near future. The patient was going to stick with a non-rechargeable device and was waiting for the hcp to call with the replacement date.